Manufacturer narrative:
The nail revealed no visible damage but showed it was partially distracted. X-ray images of the internal components revealed a broken coupler/last stage weld. Functional testing revealed the nail was able to retract by hand which approved some damage on the nail internal components. The returned product produced force output of 150 lbs.; which is below the specification of 180 lbs. Stroke test showed no signs of distraction. The root cause of the failure to distract was due to repeat retraction force from improper use of the electronic remote controller (erc) or fast distractor. The erc or the fast distractor may have been held in the incorrect orientation during the implantation procedures /or pre-operative diagnosis, causing the device to be retracted instead of being distracted resulting in a weld failure and leading to the broken coupler. As a part of the investigation, the device history records were reviewed, and no discrepancies were found related to this complaint. The devices were manufactured in accordance with the specified requirements and met all the required quality inspections.

Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, the nail was not lengthening. No patient injury was reported.